Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: the event date was unknown in the initial report and has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5 event description: upon subsequent follow-up with the reporter, additional information was received. The reporter stated that the cuts were inaccurate on the lateral posterior condyles and the later anterior chamfer by over 5.5mm. This was detected prior to the last anterior chamfer cut when the surgeon observed the medial and lateral cuts looked uneven. It was reported that the procedure plan was for cementless femur, however due to the event, attune resision femur with 8mm femoral augments posteriorly were used. The reporter indicated that there was no negative impact to the patient outcome and no patient harm occurred. Investigation summary: the actual device was evaluated and the evaluation determined that there were no defects found with the system or software and the system was operating properly and accurately. The investigation found the pointer tool was not utilized after the event occurred to measure the resection cuts, therefore the allegation that the cuts were off could not be confirmed. The investigation found that during the posterior cut step, there was significant hip movement. During the cut, it is visualized that the saw blade may have become stuck and the user had to pull the blade out of the bone, causing a large, abrupt movement. This may have caused the array to move. The hip and knee center landmarks just before the event occurred and immediately after vary in position and are likely an indicator that array movement occurred. Following the event in the posterior cut step, the verify checkpoint(femur) or measurement of the posterior resection plane was not completed. The user then proceeded to complete the posterior and anterior chamfer cuts before realizing that there may be an issue. The user attempted multiple times to complete the verify femur checkpoint after the anterior and posterior chamfer cut steps were completed and could not get a value below 3.0mm, indicating that array movement of the femur array likely occurred. Therefore, the reported condition was confirmed. The probable root cause of the reported issue was femur array motion due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date is unknown at this time. D10, concomitant medical devices and therapy dates, robotic assisted base station device, unknown.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device there was a discrepancy in the cuts on the lateral and medial side of the femur. It was reported that the appropriate check points were taken intraoperatively to ensure that the arrays had not moved. It was found that there was potential array movement which resulted in ¿inaccurate bony cuts.¿ it was reported that the clinician was not aware of any inaccuracies between cuts until they reached the anterior chamfer cut. By then there was clear evidence that the user needed to go to manual instrumentation. The case was then completed manually. It was reported that there was an unspecified delay in the surgical procedure. The device was being used with a robotic assisted base station device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.